Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on 2021-02-24. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-05-27 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: one sample with open packaging was received by our quality team for evaluation. From the sample, the syringe tip was observed to be bent. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The team investigated different sections of the machines and matched a potential area which could lead to this nonconformance. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the probable root cause could be due to the syringe assembled needle being stuck in between the conveyor gap during the unloading station. This caused the needle to press against the barrel tip and resulted in the barrel tip being bent. A permanent spacer to close the gap has been fabricated. Rationale: the complaint will continue to be tracked and monitored.

Event description:
It was reported that syringe 10ml e/t 22g 1-1/2in tw ns was damaged. The following information was provided by the initial reporter: the unopened connection needle is bent.